Manufacturer narrative:
(B)(4). Date of birth: (B)(6). (Item number) - possible screws that backed out: catalog #: 816140034, 4.0mm canc lock screw 34mm, lot # unknown; catalog #: 816140042, 4.0mm canc lock screw 42mm, lot # unknown; catalog #: 816140040, 4.0mm canc lock scrw 40mm, lot # unknown qty 2; catalog #: 816140042, 4.0mm canc lock screw 42mm, lot # unknown; catalog #: 110018054, screw t15 md 3.5x54mm ns, lot # unknown; catalog #: 110018056, screw t15 md 3.5x56mm ns, lot # unknown; catalog #: 816135024, 3.5mm cort lock scr 24mm ns, lot # unknown qty 3; catalog #: 110017724, screw t15 lp cort 3.5x24mm ns, lot # unknown; medical product: catalog #: 110030101, prx hum lo plt lt 4h 83mm, lot # rm901p. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00125 .

Event description:
It was reported in a study that one of the locking screws was pulled out. The patient was enrolled as subject in a study and when he visited the hospital for his three month follow-up visit where screw removal was found. The pulled screw came out through the skin and the patient manually removed it by himself. The patient had moderate pain and after the removal of screw, the pain was relieved. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4(UDI#): (B)(4). Reported event was confirmed by review of radiographs. Review of the available records identified the following: plate and screw fixation of the proximal left humeral fracture is present. There is no hardware failure and fracture alignment is anatomic. One of the screws is suboptimally positioned with the screw head extending laterally to the plate. Bone quality is osteopenic. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.